Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the link with fins was cracked at blade interface and had broken missing pieces. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.